Manufacturer narrative:
Concomitant medical products: product ID: a810, serial #: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving "20,000 mcg/ml fentanyl at 5000 mcg/day" via an implantable pump for an unknown indication for use. It was reported that interrogation of the pump revealed a catheter with lengths of 46 cm and 20.6 cm, for a total length of 66.6 cm. However, two different catheters were listed in the patient's device registry. The hcp aspirated 0.3 ml from the catheter, which was calculated to be 0.1463 ml. After the catheter was aspirated, the hcp pushed approximately 2.0 ml of preservative free normal saline through the catheter to insure complete patency. The pump was then closed and the internal pump tubing and catheter were primed. When trying to bring the patient out of anesthesia in the "pacu", the patient was unconscious and unable to breathe on her own and was re-intubated. It was noted the catheter length may not be accurate. The patient later fully recovered within hours and was receiving effective therapy. The patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.